Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer planned to perform pump reset at convenient time using instructions sent by technical support via email and was advised to contact support again if problem persisted.